Event description:
Note: this report pertains to one of two spyscope ds ii used during the same procedure. It was reported to boston scientific corporation that two spyscope ds ii were used for stones in the proximal ductus hepaticus choledochus (dhc) during a cholangioscopy procedure performed on (B)(6) 2022. During the procedure, the image from the spyscope ds ii after five minutes of use. A second spyscope ds ii was opened and failed a few seconds after advancing into the patient's papilla. The procedure was not completed due to this event. The rescheduled procedure was successfully completed on (B)(6) 2022. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4).